Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analyst commented, partial reset occurred on (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up check a message appeared on the programmer screen that indicated longevity estimation could be different than reported. Review of device data indicated a pointer issue. The device remains in use. A manual guided reset (mgr) and/or device replacement is scheduled. No patient complications have been reported as a result of this event.